Event description:
Treatment of an unruptured recanalized 3mm long aneurysm located in the right posterior communicating artery that was previously treated with coils. The aneurysm was ruptured, saccular, and dissecting before the coiling procedure. The patient had not attended controls for the first embolization with coils. The patient had tortuous vasculature. The patient had an MRI (magnetic resonance imaging) performed prior to the pipeline embolization treatment for recurrent headaches. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (4.00mm x 20mm, qty. 2). During the procedure, the first pipeline was placed distal to the aneurysm and the physician began to deploy it from the middle cerebral artery (m1) without difficulty. The tip of the catheter was noted to have moved during deployment. The marksman catheter was then re-inserted to recapture the capture coil; however, the pipeline migrated leaving half of the aneurysm neck open. A third of the pipeline was also noted to be incompletely open and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. There was a moderate amount of friction and difficulty felt during the delivery. A second pipeline with the same model was deployed inside the previously implanted pipeline for full coverage without issues. On the same day, the patient experienced slight left brachial paresis after she woke up from the anesthesia in the cath lab. Same event as MDR# 2029214-2014-00135.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).